Event description:
Ous MDR - after an lv impedance >3000 ohm had been detected during the follow-up on (B)(6) 2013, a revision was scheduled for (B)(6) 2014. During the revision, a lead fixation sheath separated into two parts with a kinked lead in the middle of the 2 parts.

Manufacturer narrative:
During analysis it was found that the lead body insulation was damaged due to crushing approximately 26 cm distal to the connector pin. Furthermore, the coils to the ring electrode and lead tip showed a lead break at this position. This damage is highly likely the cause of the high pacing impedance. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. Lead analysis furthermore showed coil deformation near the ligature. The lead fixation sleeve was severed, as reported originally. There was no indication of a materials defect or a manufacturing defect.